Manufacturer narrative:
Investigation: x inspect returned samples. Analysis and findings: complaint: (B)(4). Distribution history: this complaint unit was manufactured at csi in 1979. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed and this complaint amended accordingly. Incoming inspection review: not applicable. Service history record: this unit was returned on log: 46271 on 10/9/2008 for a torn exhaust tube and on log 2/24/2020 to replace the outer tubing with silicone tubing. The flow was noted to be functioning with no issues. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log: 93993, this unit was at csi on 3/4/2020. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Service & repair confirmed 1 of the 5 probes (included with the device on the return) was broken while the other 4 were not. The 683 device was functioning with the undamaged probes. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. The one of five tips returned was broken in half and attributable to handling error possibly wear and tear. The broken tip is believed to have been connected to the device when the customer provided the problem description. Correction and/or corrective action: the unit was tested successfully and returned to the customer with the 4 unbroken probes. The broken probe was discarded at csi per the customers' request. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. Preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Quick defrost from cryo gun trigger is not working with cue tip. Order: (B)(4). Ref: (B)(4).

Manufacturer narrative:
The complaint condition reported is currently being investigated by coopersurgical, inc.

Event description:
Quick defrost from cryo gun trigger is not working with cue tip. Order: (B)(4). Ref: (B)(4).